Event description:
Information was received indicating that a pump was alarming no disposable with a, smiths medical, cadd medication cassette attached. It was reported the end user changed to another cassette to resolve the alarming however that cassette was also alarming. Patient stated was without medication for 2.5 hours, when the user got home the infusion was re-started and although feeling sluggish and having a headache the user was up and doing things. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).